Event description:
It was reported that during a femoral stenosis interventional procedure, a tip detachment occurred. The lesion was located in the moderately tortuous femoral artery. The calcification and degree of stenosis are unknown. The physician advanced the sentinol vascular 8x81x135 mm stent delivery system to the lesion. The tip of the stent delivery system remained in the artery when withdrawn. The tip was removed by using a goose-neck. The procedure was completed successfully. No patient injuries or complications were reported.